Event description:
It was reported that the right atrial lead showed out of range impedance levels during device follow-up. The lead was programmed off at that time. During device replacement it was discovered that the lead was functioning properly. The physician requested the device be returned and tested for possible malfunction. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output. Further testing revealed that the no output condition was the result of lifted hybrid bond wires. Concomitant products: 5076-58 implantable pacing lead, (B)(6) 2001. A 5076-52 implantable pacing lead, (B)(6) 2001. (B)(4).